Event description:
Healthcare professional reported a xen®45 gts event described as "got stuck at the 50% mark when trying to advance the introducer...it required considerable force to overcome" during implantation in unknown eye. Surgery was not completed with another xen.

Manufacturer narrative:
Due to covid-19, abbvie is not requesting the device return at this time, rather device photographs have been requested. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "got stuck at the 50% mark when trying to advance the introducer...it required considerable force to overcome" during implantation in unknown eye. Surgery was not completed with another xen.